Event description:
I felt a lump on my breast implant, saw my surgeon and was told it was a pulled muscle but never got relief for three years after the fact. Had swelling, rashes, headaches, neck, arm, joint, shoulder, back pain my breast felt a burning feeling. My nipples where hyper sensitive even to drops of water. Could not sleep on my back or my stomach because of the intense pain. My extremities would constantly go numb. I developed sleep apnea. My chest developed rashes with constant itching as well. FDA safety report ID# (B)(4).